Manufacturer narrative:
The technician replaced the communication cable to resolve the issue.

Event description:
The account alleged that the bed was not sending a nurse call alarm to the nurses' station. No patient impact.